Manufacturer narrative:
Date of event: (B)(6). Date of report: 17aug2019. The manufacturer¿s replaced the front bezel to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a nav-ring issue. There was no patient involvement.